Event description:
It was reported that when starting the tka procedure, the navio pin driver became stripped and the pin was freely spinning in the pin driver. Another tray was opened and the equipment was swapped out to continue with the procedure with a delay of fewer than 30 minutes. There was no patient injury involved. No other complications were reported.